Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not received for evaluation. Manufacturing and inspection records could not be reviewed for the two 1.5mm hex driver tip, locking groove (part number 80-0728) as the batch/lot numbers are unknown. Based on the information received, the root cause could not be determined.

Event description:
(1 of 3) it was reported during surgery, two 1.5mm hex driver tip, locking groove broke off when tightening the 2.3mm distal locking screws. The surgeon used a solid tip quick connect from the tray with a blue handle screwdriver (manufacture unknown) to complete the surgery after moments delay. No other adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00310 through 3025141-2024-00312.